Manufacturer narrative:
Internal file number - (B)(4). Device not available for evaluation. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to operational context and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a patient with an st elevated myocardial infarction (stemi). There was difficulty removing the protective sheath from a 3.75 x 15 mm nc trek balloon catheter and there appeared to be damage to the device so it was not be used. There was also difficulty removing the protective sheath from a second 3.75 x 15 mm nc trek balloon catheter; however, it was able to be used. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.